Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient was presented with following pre-op diagnoses: lumbar spondylosis. Diskogenic pain. For which, patient underwent following procedures: complete bilateral laminectomy for decompression, l5. Complete radical diskectomy, l5-s1. Facetectomy, l5-s1 on the left. Interbody fusion, l5-s1. Application of peek cage, l5-s1. Posterolateral fusion, l5-s1. Application of pedicle screws, l5-s1. Application of autologous bone from the same incision. Application of bone marrow aspirate. Application of rhbmp-2/acs. Intra operative use of c- arm. Continuous intraoperative emg and neuro potential monitoring. Per op notes, rhbmp-2/acs was prepared and soaked into the appropriate sponges. A 10-mm peek cage was then countersunk. There was excellent purchase, as well as some reestablishment of disk space. At this point in time, the transverse and ala were carefully decorticated. Bone graft consisting of rhbmp-2/acs, bone marrow aspirate, cortical cancellous allograft, as well as the autologous bone from the decompression, was then carefully backed into the intertransverse space from l5 to s1. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.